Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged there was continuous vibration. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: the pump was unable to power on and was completely unresponsive. The original complaint of a vibration issue could not be adequately tested. The pump¿s cover was removed and moisture was found internally.